Event description:
It was reported that the lens was implanted and needed to be cut in half and removed from eye due to an unspecified reason. The patient was not adversely affected, sutures were not required but the incision was enlarged to facilitate removal. The surgeon attempted to implant another lens of the same model but also had difficulty. A different model lens was implanted. Additional information has been requested but has not been received.